Event description:
The core universal driver was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the internal components of the device was identified as the probable cause of the reported event.